Event description:
Nurse was assessing patient's pain after epidural placement and noticed that the epidural pump was infusing a pca dose. Nurse asked patient if she had pressed the pca button and she replied "no". The epidural pump had infused a total of 17 ml in 30 minutes time frame. Patient became nauseated and bp dropped. Anesthesia notified and pump removed from operation.